Event description:
Initial event description: clinician used a 2.0 x 10 (B)(4) on a pt with a lot of calcium and a stent already deployed. With a lot of hard manipulation, the balloon came off the shaft and got caught up in the vessel. Clinician left balloon wedged in the vessel and was unable to remove it with a snare. Follow-up event description: the ostial and mid lcx lesions were treated first by pre-dilatation with conventional balloons. Following this, the ostial lesion was treated with a stent (endeavor des). Immediately adjacent to the distal margin of the stent, there was an apparent area of narrowing. A conventional balloon was unsuccessful in adequately dilating this area and therefore, a 2.0 x 10 mm angiosculpt ex balloon was delivered to this location and successfully inflated (maximum inflation pressure unk). The angiosculpt was then deflated and upon attempted removal, the balloon and scoring element were not attached to the retrieved catheter shaft and the balloon markers remained visible within the region of the freshly implanted stent. There appeared to be adequate flow beyond the retained angiosculpt components in to the distal lcx and the pt remained stable following the procedure.

Manufacturer narrative:
The physician attempted to retrieve the retained components utilizing vascular snares but was not successful. The pt was not referred for emergency cardiac surgery to either retrieve the detached components or perform bypass grafting of the lcx because of the pt's prior aortic valve and bypass graft surgery and because the physician decided that it would be too high risk. According to the initial event description, the angiosculpt appeared stuck in the freshly deployed stent and substantial force was applied in attempts to withdraw it into the guiding catheter. This report was corroborated by two different cath lab technicians who were present during the case. Product disposed by hospital, thus unable to evaluate device. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU.